Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised found during testing on off power switch needed to be replaced due to no initial start up alarm and power down alarm was not working.